Manufacturer narrative:
Product evaluation cannot be performed due to product sample not being returned. Therefore, the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is closed. Report 1 of 2 see related medwatch report number: 0001920664-2019-00248.

Manufacturer narrative:
Investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2019-00248.

Event description:
The user facility in the (B)(6) reported during a vitrectomy the fluid pressure dropped and the eye collapsed. They changed the cassette with a new lot and completed the surgery with no problem. The surgeon observed in post-operative visit the patient had a hyphemia. This patient has recovered from the hyphemia and is doing well.